Event description:
My daughter has one of the recalled sprint fidelis leads and now has to go out of state to have it removed because it has a fracture. She has to go to someone who can extract the lead and put in a new one, because of her age they can't just leave the one in that she has. This is causing a lot of emotional stress for her as well.